Event description:
Medtronic received information that physical damage occurred. The customer went to the emergency room with a diabetic ketoacidosis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.10d. Retainer ring = clear. On (B)(6) 2021 customer alleged cosmetic damage (case cracked) and hospitalized for dka. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads, missing serial number label, stained keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for dka. The force sensor is within specification and the motor functioning properly. Cosmetic damage was confirmed on the battery tube threads and case near the corner of belt clip rails.